Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise over-sensing, low pacing impedance. During the rv lead extraction procedure, the patient experienced vascular dissection. The rv lead was explanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise oversensing and low pacing lead impedance were not confirmed. As received, a partial lead containing only the connector portion was returned for analysis. Final analysis did not find any anomalies except procedural damage.